Event description:
The samba 2 bb audio processor was returned to service _ repair. An optical damage was noted and the battery door is broken.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.